Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The impella device not was received from the customer and therefore, an evaluation of the device was not possible. However, clinical details provided were sufficient to determine a root cause. The cause of the positioning issues was patient movement. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the pump fell out of position. Attempts were made to reposition, without success. The pump was removed/replaced with no harm to the patient.